Event description:
This is the 2nd adverse reaction to synvisc injections in both knees. The 1st time was on (B)(6) 2021 then again on (B)(6) 2021. Severe swelling and pain in both knees occurred and the knees were unable to support me to walk, if sitting I was unable to stand. This happened with the 2nd and 3rd injections in the 3 week series of injections. The pain began under the knee caps 7 hrs after the injections and continued to extreme swelling surrounding both knees and they were unable to bend or support standing, walking and getting up from a sitting position. I elevated, iced and took ibuprofen and cyclobenzaprine for the pain and muscle spasms but neither of those medications eliminated the pain, swelling or muscle spasms. My pain score was a 10 plus. No testing was done.